Manufacturer narrative:
A visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient was admitted with heavy thrombus related to the st elevation myocardial infarction (stemi) and the procedure was to treat a lesion in the right coronary artery (rca) without calcification or tortuosity. The 4.5x20mm nc trek neo balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and advanced over the guide wire. The bdc was inflated between nominal to rated burst pressure (rbp). There was no difficulty noted during inflation or deflation, and the balloon was fully deflated. However, when the bdc was removed, it was noted to be stuck on the guide wire and both devices were removed as a single unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified that the outer member was separated. The account confirmed the separation which reportedly occurred when the bdc was attempted to be removed from the guide wire. No additional information was provided.

Event description:
It was reported that the patient was admitted with heavy thrombus related to a st elevation myocardial infarction (stemi). The procedure was to treat a lesion in the right coronary artery (rca) without calcification or tortuosity. The 4.5x20mm nc trek neo balloon dilatation catheter (bdc) was prepared per instructions for use (IFU) and advanced over the guide wire. The bdc was inflated between nominal to rated burst pressure (rbp). There was no difficulty noted during inflation or deflation, and the balloon was fully deflated. However, when the bdc was removed, it was noted to be stuck on the guide wire and both devices were removed as a single unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.